Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patients ipg was end of life, and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place were the ipg was explanted and replaced to address the issue.